Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported balloon resistance with the lesion could not be replicated in a testing environment. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis, there is no indication of a product quality deficiency. It should be noted that the nc trek instructions for use states that the balloon pressure should not exceed the rbp. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the right coronary artery (rca), proximal to distal. The nc trek was advanced to the mid rca, which was 95% stenosed and highly calcified. The balloon was inflated to 24 atmospheres (atm) and then deflated. The device was removed; however, resistance was encountered and it seemed that the nc trek was catching on calcification. The balloon was re-inflated and deflated several times and the nc trek was able to be removed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.